Manufacturer narrative:
A12, a05: localizer error a0708: low battery a1102: localizer error, bump sensor activation a0709: tracking issue with camera g2: this event occurred in lithuania, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a navigation issue with the camera. No other information was provided. Patient presence was unknown. Additional information was received. It was reported that this issue occurred pre-operatively. There was no reported delay to the procedure. The customer used other navigation. There was no reported impact to the patient. Additional information was received. It was reported that the issue was related to a localizer error, which occurred due to bump sensor activation likely caused by a low battery.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the error was a localizer faulted error. It was not tracking at all. It was not possible to register the instruments.